Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 64 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 5 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 70 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip or chair difficult to fold into seat position/fold up. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
4 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 pending device was not evaluated, but reviewed by data and confirmed the issue. Section h codes have been updated.

Event description:
This report summarizes 70 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip or chair difficult to fold into seat position/fold up. There was 1 event with patient involvement; no adverse consequences were reported.